Event description:
It was reported they had a loss of efficacy. The patient had occasional leaking. There were multiple interrogations that ranged from 1.0 to 4.0 volts with no sensation. All of the lead configurations indicated greater than 4,000 ohms resistance. The outcome was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v514807, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v514807, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the stimulator and the lead were replaced and the event was considered resolved without sequelae.